Event description:
Legal case - USA related case: case-(B)(4) rk rev it was reported that approximately 56 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear pain, swelling, instability, synovitis, premature polyethylene from a recalled polyethylene insert, and femoral loosening. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10: concomitant products: (B)(6) - 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5 (B)(6) - 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t.